Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2010; inratio: 5.8; lab: 4.8. Lab result done within 30 minutes of meter result. Patient's target therapeutic range is 3.0-3.5. Patient developed a large bruise last week and was treated with oxycodon and had coumadin dose adjusted.

Manufacturer narrative:
Investigation pending.